Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a an unspecified artery was attempted using a proglide after an unspecified procedure. Reportedly, a cuff miss occurred. It is unknown how hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of event. Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two other perclose proglide devices referenced in 'event description' are being filed under a separate medwatch MFR number.

Event description:
Subsequent to the previously filed report, the following additional information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. The patient was anti-coagulated. Two additional proglide closure devices were returned to abbott vascular. Follow-up with the account confirmed that a cuff miss occurred with both of these devices during the procedure. A fourth proglide was used to achieve hemostasis. No additional information was provided.